Event description:
It was reported that the patient developed diaphragmatic stimulation from the left ventricular (lv) lead. It was also reported that there was high threshold on the right ventricular (rv) lead. The lv and rv leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.